Manufacturer narrative:
The device powered up after battery installation. No blank display noted however, the device was received with critical pump error (open book image) alarm and multiple sequential hardware low level failures (variable 15) caused by the twi hw failure, isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error alarm. The customer¿s blood glucose level was 195 mg/dl at the time of the incident. Customer reported that they received the open book image on the pump screen. The insulin pump will be returned for analysis.